Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in that condition due to customer returned opened/used.

Event description:
Customer reports that when she attempted to insert sensor into the serter the needle fell out and she was not able to reinsert needle into sensor. Customer's blood glucose was 200 mg/dl. Customer was advised to return needle and sensor. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.